Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with bilateral ureteral stent placement and removal, cystocele, rectocele, enterocele repair and bilateral sacral spinous ligament fixation of vaginal vault due to sui, urinary retention, vaginal vault prolapse, cystocele, enterocele, rectocele, attenuated subepithelium anteriorly and posteriorly (pubocervical and rectovaginal fascia) and gross urinary incontinence (taken from plaintiff fact sheet). It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2006, and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.